Manufacturer narrative:
In response to FDA report number mw5083893. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side," large amount of infection in right breast. Over 150cc of fluid drained, then more drained as was found to be a bacteria serratia marcens". Device was explanted.